Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
It was reported that during a scheduled procedure, the right atrial (ra) lead tested normal through old device in the holding area just prior to procedure. However, during the procedure, the ra lead was found to be completely non-functional when tested through patient system analyzer (psa) and new generator. The impedance measured was less than 100 ohms. The physician elected to just re-program the device to accommodate for lead malfunction. Patient was stable.